Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: a2 the following sections were updated: a1, b4, b5, d10, g3, g6, h2, h6, h10 d10: maestro tc carpalhd 7x15mm std cat# 180363 lot# 452120 unk radial body cat#ni lot#ni maestro tc carpalpt 9x43 8 aug cat# 180306 lot# 380980 maestro tc capitatestem 6x18mm cat# 180322 lot# 427590 variable lock screw 4.75x50mm cat# 180357 lot# 559140 visual examination of the provided pictures identified that the devices were explanted. No definitive statements can be made about the condition of the products as it is unknown whether the damage occurred intraoperatively or during explanting. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right wrist demonstrate a wrist arthroplasty with loosening of both the radial and carpal components, also with dislocation of the arthroplasty. Distal ulnar resection. Osteopenia is present with bony fragmentation noted. Erosion versus screw tract involving the base of the fifth metacarpal. Radiocarpal arthroplasty dislocation with loosening of both the radial and carpal components. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02773, 0001825034 - 2021 - 02776, 0001825034 - 2022 - 00078, 0001825034 - 2022 - 00079, 0001825034 - 2022 - 00077.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This medwatch is associated with two other records: MDR #: 0001825034-2021-02773 and MDR #: 0001825034-2021-02776.

Event description:
It was reported patient underwent a revision procedure due to aseptic loosening. Attempts to obtain additional information have been made; however, no more is available at this time.